Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 253mg/dl, and his blood glucose was treated with manual injections. The caller stated that insulin pump alarmed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump had missing end cap sticker.